Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had high blood glucose for most of the day on wednesday and then she had a severe low reading. Customer stated that she changed to a new set and her blood glucose went up to 594 mg/dl. Customer stated that she also had a no delivery and took off the set. Customer called her doctor who advised to call the helpline. Customer does not want to return the set or reservoir for analysis. Customer stated that she is very thin and when she took off the set, the cannula was bent. Customer stated that the cannula may be too large for her. Customer will be sent the 6mm quick set samples for her to try. Customer is currently off the pump and will go back on it tomorrow when she goes to the doctor's office.